Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue but did replace the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis. Fa was able to confirm the issue via system logs but could not reproduce the issue. Usm was tested on an in-house system and passed normal mode. Usm passed testing with the following instruments: large needle driver, fenestrated bipolar forceps, endoscope, and stapler. The unit was tested on psc fixture test platform (pftp) where all testing passed.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, arm 2 was not cooperating. The intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to view the logs since the system was not connected. Prior to calling in, the customer had disabled arm 2 and surgeon was continuing with 3 arms. Tse inquired if the customer captured the error number or had a better description. The customer stated she did not capture the error number. Tse recommended troubleshooting issue, but customer did not want to troubleshoot and was continuing with procedure with the use of 3 arms. Customer has requested a ticket be opened for the issue. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the system powered on with no issues / errors. The customer stated that they moved arm #2 out of the way by inverting it and continued the procedure was arms 1, 3, & 4. Arm #2 was initially the camera port arm and arm #4 not used. When the issue occurred with arm #2, we used arm #3 as the camera port arm instead. Arms #1 & #4 were then used for instruments.